Manufacturer narrative:
This report is for an unknown aiming arm/guide /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. No facility contact available; initial reporter is company representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a trochanteric femoral nail (tfn) nail procedure for a fracture of the intertrochanteric femur occurred. During the procedure while using the guide it became very difficult for the surgeon to pass the guide through the distal part of the fracture. The surgeon made repeated attempts with the guide and nail but was unable to place the nail properly. The surgeon decided to change the surgical plan and use a 4.5 mm lcp plate designed for the proximal and distal tibia. The surgeon was informed of the off label usage of this plate by the technical assistant. The surgeon placed the 4.5 lcp medial proximal tibia plate that he adapted to the femur bone in place of the previously planned nail. The procedure was completed successfully without any known patient harm at the time of completion. Concomitant device reported: unknown tfn nail (part #: unknown, lot#: unknown, quantity #1), unknown screws (part#unknown, lot#unknown, quantity unknown). This is report 1 of 1 for (B)(4). This report is for an unknown aiming arm/guide. The linked event is captured in (B)(4).